Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced painful stimulation with the use of bilateral lumbar peripheral electrodes. The device was reprogrammed. An undesirable change in stimulation was also noted. The leads were surgically revised on (B)(6), 2011, and the patient recovered without sequela. Some electrodes were out of range. There were no symptoms associated with the out of range electrodes. The neurostimulator was interrogated on (B)(6), 2011, but no further interventions had taken place.